Event description:
Hosp has been trialing cidex opa. This pt had a transesophageal echocardiogram using a probe that had been disinfected with cidex opa. Discoloration of oral mucosa esophagus noted the day after. The results of direct laryngoscopy were normal but 1 week later there was erosive esophagitis on endoscopy. Several other pts complained of severe sore throat and/or refusal to take food or fluids by mouth 3-6 days post procedure. This is a letter in regards to a recent 3-month trial of cidex opa for the high-level disinfection of various equipment at the institution, including the transesophageal echocardiography (tee) transducer probes. At inception of the trial, neither the personnel in the central processing dept, nor the personnel in cardiology were aware of any problems pertaining to the use of this disinfectant. Approximately five weeks into the trial, an incident occurred during an intraoperative transesophageal echocardiogram. The pt was noted to have brown discoloration of lips where the probe had been in contact. There was also black discoloration of the pt's tongue. The pt complained of significant dysphagia for two weeks following the procedure. On the day of the incident, an inquiry was made to agilent technologies, the MFR of the tee probe regarding the use of cidex opa. It was at that time the institution was faxed a letter from agilent technologies dated 6/28/00. The letter stated that they had recently received several reports from their customers using cidex opa noting the presence of black stains and/or burns appearing on the pt's skin after a transesophageal imaging examination. Agilent technologies felt that these incidents were related to the presence of residual cidex opa on the transducer as the result of insufficient rinsing during the disinfection process. They recommended that the rinsing procedure be strictly followed in order to avoid residual disinfectant on the probe. The guidelines supplied by advanced sterilization products, the MFR of the cidex opa, were reviewed with the personnel responsible for disinfection of the equipment. The guidelines were strictly followed after all of the probes were rinsed extensively. Over the next few weeks, several young adult pts complained of significant pharyngeal irritation postoperatively following prolonged exposure to the transesophageal probe; however, showed no mucous membrane staining. The irritation lasted significantly longer than previous experience with standard cidex solution. The pharyngeal irritation was lasting anywhere from 5 to 10 days after surgery. Due to these repeated complaints, the trial of cidex opa was immediately discontinued. All transesophageal probes were again cleaned and rinsed extensively. They were then disinfected with the standard cidex solution. Approximately one week after returning to the standard cidex solution, another pt with prolonged exposure to one of the transesophageal probes was noted to have brown staining of upper lip and black discoloration of tongue at the conclusion of the pt's postoperative study. Pt also complained of some pharyngeal irritation for several days after surgery. In retrospect, it appears that one probe in particular appears to be the problem. That probe has been temporarily taken out of clinical use. In discussing the matter with an agilent technologies rep, rep remarked that there have been some reports of the rubber casing on the transesophageal probes being impregnated with the cidex opa and contact with mucus membranes/saliva may reactivate the solution. The rep's only recommendation was to do a one time cleaning of the probe with alcohol. This has not been done due to the fact that this reportedly will void the warranty on the probe itself. Since that particular probe has been removed from clinical use and disinfection with standard cidex solution has been reinstituted, there have been no further incidents of mucous membrane discoloration or significant complaints of postoperative dysphagia/pharyngeal irritation. This letter is meant to formally inform about the potential undesirable side effects of using cidex opa for the high level disinfection of transesophageal probes experienced at the institution. Secondly, the institution would greatly appreciate specific recommendations in regard to treatment of the transesophageal probe to avoid any future complications and to allow the institution to again start using this expensive piece of equipment. The institution would also be interested in any alternative methods of achieving high-level disinfection of the tee probes.